Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the merlin transmitter would not power up after a thunderstorm. The device was returned and replaced. The patient was fine.